Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose is low as 52 mg/dl. Customer stated one of his sensor was not working correctly and needs to get a replaced. The sensor readings were off by 60 to 70 points. Customer stated his sensor reading on the pump was showing 115 mg/dl, but his blood glucose was actually 52 mg/dl. Customer stated his pump was indicating he was 92 mg/dl and falling, but his blood glucose was actually 175 mg/dl. Customer stated the cannula had a fold closer to the tip when removing the sensor. Customer declined troubleshooting for sensor glucose vs blood glucose and calibration error incidents and for low blood glucose level due to knowing he was exercising. Customer agreed to return his sensor back. Customer treated the low blood glucose with orange juice. The insulin pump will not be returned for analysis.